Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 3 times. The following information was provided by the initial reporter. The customer witnessed "a plastic substance inside of vacutainer. There have been at least three times of a plastic substance inside of vacutainer. Customer currently has one tube with blood in it but you can see the plastic particle floating above the blood. The analyzer is hitting these and unable to test specimens." Additional information received: 09-sept-2021: spoke with the customer and she explained that the probe on the sysmex stainer, st 50 was bent and gauged a piece of the plastic from the side of the tube. Customer stated: "this issue was actually related to our analyzer and not the tubes. The plastic inside the tube was caused by a misaligned probe."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for molding defect with the incident lot was observed. However, the customer states that the analyzer being used was bent and gouged the plastic on the side of the tube. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to molding defect as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode molding defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 3 times. The following information was provided by the initial reporter. The customer witnessed "a plastic substance inside of vacutainer. There have been at least three times of a plastic substance inside of vacutainer. Customer currently has one tube with blood in it but you can see the plastic particle floating above the blood. The analyzer is hitting these and unable to test specimens." Additional information received: 09-sept-2021: spoke with the customer and she explained that the the probe on the sysmex stainer, st 50 was bent and gauged a piece of the plastic from the side of the tube. Customer stated: "this issue was actually related to our analyzer and not the tubes. The plastic inside the tube was caused by a misaligned probe."